Event description:
It was reported by service report that the power inlet was broken and there is no power to the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - power inlet, fuse drawer were damaged.